Event description:
It was reported that the iab was inserted in a pt in very poor condition. A short time after insertion, and while the pt was being moved from one bed to another, blood was noted in the helium tubing. The iab was removed and replaced without any complications.